Manufacturer narrative:
Submit date: 9/29/2016. A device history record of the sample lot# was performed and confirmed that the product was produced accomplishing all quality requirements and was released according to all established procedures. No sample or picture was provided for evaluation as the customer had discarded the product. Possible root causes could be: stretching peristaltic tubing before usage, incorrect placement in pump causing additional stress to the tubing and detachment, enfit female connector is not correctly adjusted to the transition connector and transition connector is not placed correctly to the g-tube or other tube that could go directly to the patient. No corrective actions will apply since the failure mode has not been confirmed to be any manufacturing issue with samples that have been received from previous investigations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 6/27/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a pump set. The customer reports that the connector piece is detaching from her j tube and the feed is spilling everywhere.